Manufacturer narrative:
(B)(4). G2-foreign-germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while nordic walking on a flat surface, the patient experienced a sudden cracking, loss of strength in the right hip, and subsequently a fall. The patient underwent revision surgery due to fracture of the device. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10 - associated medical devices: delta cer fm hd 032/+4mm 12/14 mm 12/14; item# 650-0835; lot# 3072374; dural alpha insert w rim jj/32; item# 01.00013.510; lot# 2938885c18; allofit alloclassic shl 54/jj; item# 00000004246; lot# 3076353f21. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. A review of the raw material certificate confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b3, b4, d9, g3, g6, h2, h3, h6, h11. The stem was received with the head still mounted and is fractured at its neck. The fracture surfaces indicate a fatigue fracture. The explant has been sent to dimensional department for further analysis of the neck which was within specifications. Around the fracture surfaces damages in form of scratches and dents are visible most likely from the revision surgery. There are also several possible electrocautery damages visible around the fracture origin. When holding the two fracture parts together it is visible that the one electrocautery damage is at the fracture origin and across both fracture parts. This would indicate that the damages were existing already before the fracture. The stem was further investigated using a scanning electron microscope. The investigation concluded that the cauterized spots directly caused the stem to break by initiating cracks that eventually led to the fatigue fracture. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. A rework has been made on this work order due to missing manufacturing phase which not impact the reported event. A review of the raw material certificate confirmed no abnormalities or deviations that could be related to the reported event. A review of the IFU mention that "every precaution must be taken when handling implants in the operating room to reduce risk of damaging them (scratches, etc.)" Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by health care professional. It states that the cone is fractured. The root cause of the reported issue is attributed to the cauterized spots directly caused the stem to break by initiating cracks that eventually led to the fatigue fracture. If and to what extend other factors may have contributed to the fracture remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.